Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screen shot of service screen has been sent which analysis revealed an improper routine or preventative maintenance of the user. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed technical error 316 blower failure. The customer turned on the device but ventilation cannot start. The customer confirmed that there was no patient involvement associated with the reported event.